Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no sign of physical damage. The touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found evidence of an internal short present on transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. There were no other discrepancies encountered in the internal inspection of the cycler. The device history record showed a shorted transformer was found; issue was resolved by replacing front panel assembly per production. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported by a peritoneal dialysis (pd) patient that the patient¿s liberty select cycler went blank during an unknown phase of pd treatment. The patient pressed ok, stop, and touched the screen but the screen remained blank. The ok and stop keys made sound when pressed. The cycler was rebooted and the ok and stop keys lit up but the screen remained blank. The patient was advised to discontinue the use of the cycler and to inform the pd nurse when the new cycler was received. The cycler was returned to the manufacturer and a replacement cycler was provided. During follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the inverter board was identified.